Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation is capsular contracture, baker grade IV. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare provider reported left-side capsular contracture baker grade IV. Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to the specification, crease fold, deformation. Voids in the gel observed after autoclave cycle. Based on the device analysis, the final assessment is no issues found related with the manufacturing process. Additional, changed, and/or corrected data: b.5., d.10., g.1., h.3., h.6.

Event description:
Healthcare professional later reported left-side capsular contracture, baker grade iii.

Event description:
Device has been explanted.